Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 1/18/2018. The analysis has begun but is not completed at this time. During visual inspection, a thrombus like material found on the distal tip of the catheter. This finding coincides with the reported event. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Additional information was received on november 30, 2017. The system did not present any error messages or did the physician/user see any product problem. The stockert j70 generator was in power control mode. A cool flow pump was used during the procedure. The material appeared to be char. The patient has not exhibited any neurological symptoms since the procedure was completed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a thrombus formation was discovered on the catheter tip. During the procedure, the catheter could not be deflected as intended. In addition, there was a red colored thrombus stuck to the tip of the catheter. There was no problem with irrigation. The catheter was changed and the issue resolved. The procedure was completed with no patient consequence. The deflection issue is not MDR reportable because the potential risk that it could cause or contribute to a serious injury or death is remote. However, the thrombus is MDR reportable as it poses a potential risk to the patient.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a thrombus formation was discovered on the catheter tip. The returned device was visually inspected and char was found on the catheter tip. Per the event, the catheter was tested for electrical performance and the catheter failed the test, current leakage was observed on electrodes, however, the thermocouple values were found within specification; additionally, the catheter was connected to the stockert generator and the catheter passed the test. Then, the catheter was dissected and white material was observed on internal connector pins causing the improper electrical condition. Therefore, the catheter was connected to the coolflow pump and no water leakage observed, the catheter was irrigating correctly. Per the complaint, the catheter was tested for deflection and the catheter failed. The catheter was dissected and residues of polyurethane application and reddish material was found at the t-bar anchored place which indicates a proper manufacturing assembly. Additionally, catheter deflection is verified several times before leaving the facilities. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint has been verified. Char is a physical phenomenon of rf; it can be the normal result of the ablation process. The root cause of the catheter t-bar displacement cannot be determined since there was evidence of the proper manufacturing assembly. The root cause of the corrosion observed cannot be determined. (B)(4).